Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted; therefore, a product investigation was not possible. The customer's reported complaint could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. No non-conformance report (ncrs) were found in the review that were associated to the customer''s reported issue. A search of complaints revealed that this is the only investigation issued for this production order. Labeling review: the directions for use (dfu) were reviewed. The directions for use adequately provides instructions, precautions and warnings for the proper use and handling of the lens. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received that the patient received a new pair of glasses. However, she still has the same problem of seeing double when she has her glasses on and looks at lights when driving at night; the image appears to be in 3-d. The problem only occurs if she is wearing glasses or looks through glass. The patient had a follow-up appointment but has not provided any information yet. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted abbott medical optics to provide information on her experience with the intraocular lens. The intraocular lens was implanted in the patient's right eye, (B)(6) 2015. The patient got glasses about 3 weeks ago and is seeing double when she has her glasses on and looks at lights when driving at night; the image appears to be in 3-d, like its floating in the air. She had the lens on the eye glasses replaced and picked them up today and has the same issue. At home when she looks at lights through the glass in her sunroom (without her glasses) she sees the same effect but if she looks at the same light not through the glass she doesn't see the same double vision. The patient is scheduled to see her doctor on (B)(6) 2016. She has not had any additional procedures since the lens was implanted. The date of the event, when symptoms started was not provided. No further information provided. The patient had lenses implanted in both her eyes, and a separate MDR will be provided for the patient's left eye.